Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pule generator change out procedure, the right ventricular lead exhibited low impedance measurements and loss of capture. The physician elected to cap and replace the lead. The patient was in stable condition before, during and post surgery.